Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 400-2100, was being used during an unknown procedure on (B)(6) 2020 when it was reported "patient was burned during procedure with the macrolyte dispersive pads. Will require further surgery due to burn". Further assessment questions have been sent to the reporter; however, to date there has not been a response. The patient was reported as having received a burn to an unknown degree and would require follow up surgery. To our knowledge the follow up surgery has not occurred. This report is being raised on the basis of injury due to unknown degree of burn.

Event description:
The customer reported that the device, 400-2100, was being used during an unknown procedure on (B)(6) 2020, when it was reported "patient was burned during procedure with the macrolyte dispersive pads. Will require further surgery due to burn". Further assessment questions have been sent to the reporter; however, to date there has not been a response. The patient was reported as having received a burn to an unknown degree and would require follow up surgery. To our knowledge the follow up surgery has not occurred. Update: correction received in assessment questioning: not all parts of the procedure were completed b/c of patient blood pressure increased. No direct relation to this event was linked to the blood pressure. Concomitant device used: valleylab force 2 s/n: (B)(4), 40 cut/40 coag, pure blend, 10 seconds activation time, procedure was 3 hr 10 min.; no esu alarm. Full thickness burn 3cm x 5cm; medicine used polysporin xeroform and abd pad to burn site. Current status: surgeon monitoring status of right leg wound; no extended stay in hospital. This report is being raised on the basis of injury due to 3rd degree burn.

Manufacturer narrative:
Corrected data: event: updated with new assessment information received from reporter. Initial reporter name and address: updated with reporter's last name. Health effect: removed 1757 and added 2696. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 8,613,700 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.) In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. This issue will continue to be monitored through the complaint system to assure patient safety.